Event description:
It was reported that, during initial implantation of the pt's implantable neurostimulator system, impedance readings greater than 40,000 ohms were encountered when the lead's 0-7 electrodes were tested. The number 4 electrode had an impedance reading within normal limits. All levels and different reference numbers were used to troubleshoot the issue. But, the same results were seen. The lead was removed from the device twice and wiped clean. The issue was not resolved. A different lead was used to complete the procedure, with no further impedance issues noted. It was later reported that the pt had received stimulation with the lead at issue, prior to its removal. But, when the middle electrodes were tested, to determine if lead placement was midline, the high impedance readings were found and prompted the lead's removal. Following the procedure, the pt was programmed, received "great coverage," and was "very happy" with the therapy.

Manufacturer narrative:
(B)(4). Analysis of the lead model 39565-65, lot# v682884019 showed that no anomaly was found. The lead was functionally ok. The lead was connected to a wireless external neurostimulator and a known good screening cable. There was good impedance on every electrode pair. The continuity was acceptable, with no shorts - dry. Analysis of the anchor model anchor/tlock serial# unknown showed that no anomaly was found with the anchor sleeve. Analysis of the anchor model anchor/tlock serial# unknown showed no significant anomalies. The anchor was cut on the suture hole.